Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. After the alarm, the customer would change the supplies on the pump. The customer's blood glucose (bg) was in the 300 mg/dl range with a moderate level of ketones and a correction bolus would be delivered after the supplies were changed. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.